Event description:
The suction irrigator was working at first, though after a few uses, an error message kept popping up saying that the instrument was not seated properly. The instrument would fault. The st [surgical tech] tried taking it out and putting it back in, as well as adjusting the drape, neither worked. Other instruments in the same arm worked properly. A new robotic suction irrigator was obtained to finish the case.